Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked display window.

Event description:
Customer reported a crack on the window of his insulin pump. Customer's blood glucose is 186 mg/dl. The crack is on the window between the b and esc button. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.